Event description:
It was reported that during a procedure after an unspecified stent was deployed without issue, the distal tip of the guide wire was caught in the stent struts. The physician 'pulled' the guide wire for removal; however, the distal tip detached and remains in the vessel. The guide wire tip is well blocked in the stent struts. The physician performed a blood flow test which had a good result. The stent location is at the anterior tibial artery. The surgeon prefers to leave the tip in place. There is no consequence for the patient, no effect. There was no intervention performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The guide wire was not returned for analysis which may have aided in evaluating the fracture surfaces of the separation and determining the type of separation that may have occurred. However, based on the reported information, it is likely that the separation occurred as a result of the tip of the guide wire being caught within the stent struts. Typically, a separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows that the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped, which in this case, appears to have been within the stent struts. There was no attempt to remove the distal tip from the anatomy and the tip was well blocked within the stent struts. The product instruction for use (IFU) contains the following statements: torquing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire, which meets resistance. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the reported difficulties appear to be related to circumstances during the procedure, and there is no indication to suggest a product quality deficiency. To ensure tip separation does not occur as a result of manufacturing, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a 100% outer diameter inspection is performed of all devices prior to packaging. Additionally, a non-destructive tip pull test is performed on each wire to ensure the tip is properly attached. Quality control performs on line reliability testing to verify the product quality.